Event description:
The user during a procedure on a patient, was using the 7-796-5. At the point where the white flexible plastic guard ends, a small hole was blown in the cable and the user was burned. The burn was not serious. The burn was on the lower arm.